Event description:
Physician reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "(contracture): right side- grade IV".

Manufacturer narrative:
Device photo analysis: isual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.